Event description:
The customer reported a "terrible smell" coming from their unit. The asp field service engineer found that the unit was discharging an oil mist. The customer stated that there was no reports of physical complaints related to the reported oil mist. The asp field service engineer repaired the unit.